Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient via remote transmission. Review of transcripts revealed far r-wave oversensing of the implantable cardioverter defibrillator. Programming changes were made to resolve the issue. Patient was stable throughout event.